Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and discomfort at the ipg site due to battery moving laterally and tilting. It was also noted that the patient was experiencing difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg pocket was re-sutured. The patient was doing well postoperatively. The device remained implanted.